Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that during intraocular lens (iol) implantation procedure, when the lens was pushed in to the eye through inserter, one haptic broke off in the capsular bag. The lens was extracted by enlarging the incision and the surgery was completed using a non company lens.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).